Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was heating up. It was determined that the device was worn with cosmetic damage, was generating excessive noise and had component damage and illegible etch. It was further determined that the device failed pretest for general condition, marking and labeling and checking the handpiece coupling. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of device heating up identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).